Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013,a small screw broke during inserting the saw guide to osteotomy 5 mm guide. During surgery the hand surgeon had to saw 90 degrees instead 45 degrees, because the saw guide screw broke and it was unable to attach to osteotomy guide. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of the device history records was performed and no complaint related issues were found. (B)(6). Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the investigation has shown that the screw of the saw guide is broken as complained. The review of the production history revealed that this instrument was manufactured in march 2010 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances which is indicative that high applied mechanical force led to the breakage. Device used for treatment not diagnosis.